Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, while trying to activate the electrocautery, the physician was not able to puncture the stomach after two attempts. The physician was able to successfully puncture the stomach on the third attempt, and the stent ended up fully deployed in the stomach. The stent was not removed from the patient; the physician plans to remove it in another procedure. A second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: device code 3009 captures the reportable event of stent positioning issue. Block h10: a hot axios delivery system was returned for analysis. A visual examination of the device noted that the stent was not received. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the locked position. The yellow safety clip was not returned. The polyimide inner was kinked. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. There were no other issues noted. The kink noted to the polyimide inner is consistent with excessive force applied to the device during use. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Procedural factors, such as the handling of the device and normal procedural difficulties encountered during the procedure, could have possibly affected the device performance and its integrity contributing to the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, while trying to activate the electrocautery, the physician was not able to puncture the stomach after two attempts. The physician was able to successfully puncture the stomach on the third attempt, and the stent ended up fully deployed in the stomach. The stent was not removed from the patient; the physician plans to remove it in another procedure. A second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.